Event description:
It was reported that the patient had multiple low flow alarm on (B)(6) 2026 and many pulsatility index (pi) events. The patient experienced lightheaded, and dizziness. An echocardiogram (echo) showed left ventricle collapsed, dilated right ventricle, and collapsed inferior vena cava (ivc). Speed was decreased from 5600 to 5300 revolution per minutes (rpms). Milrinone was given continuous infusion started at 0.25 mcg/kg/min. Left heart catheterization was done as the patient had recently a pump thrombosis/st-segment elevation myocardial infarction (stemi) requiring thrombectomy and concern for right ventricular failure (MFR#2916596-2026-02248). The event log file captured several low flow events with flow noted as low as 2.0 lpm. These lower flows were associated with marginally elevated pi values in the 7-8 range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.